Event description:
Healthcare professional reported, a left side deflation. Healthcare professional, also reported, "any creases associated with hole" observed, during surgery. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: opening device assessed, as unidentified (tear) opening (shell thickness was within specification). Crease folding of implant: observed. As per the investigation procedure: crease particles was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a4, b1, b3, b5, b6, d9, h3, h6.

Event description:
Healthcare professional reported a left side "deflate". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.